Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required. A surgical revision was performed, and upon explanting the lead, the helix would not retract. Several troubleshooting options were performed, and the helix was eventually able to be retracted and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was retracted and dried blood was present around the helix. Additionally, degradation was noted on the surface of the lead at approximately 119 to 122 millimeters (mm) from the terminal pin, and also in the region approximately 15 to 50mm from the lead tip. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 193mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported pacing not delivered when required was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required. A surgical revision was performed, and upon explanting the lead, the helix would not retract. Several troubleshooting options were performed, and the helix was eventually able to be retracted and the lead was explanted and replaced. No additional adverse patient effects were reported.